Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with patchy spk (superficial punctate keratitis) inferior-adjacent to pupil and inferior cornea in left eye (os) post treatment. There was (+) stain and possible occasional infiltrate. There was no dendritic appearance at the time. Patient's chief complaint was of foreign body sensation (fbs). Patient commented everything was "perfect" before this which started that morning on (B)(6) 2019. Patient is using artificial tears; no gel. Patient was prescribed tobradex 4 times (qid) a day for one week. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -4.00 x -1.50 x 12. Left eye pre-op 20/20 -5.00 x -1.50 x 162.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.